Event description:
During impaction of final implant of ceramic duraloc option insert, a ceramic chip was released from the implant's surface. The surgery continued and the implant was not taken out or replaced.